Event description:
Technician alleged that the bed had a high ground reading. No pt impact.

Manufacturer narrative:
The technician opened the power cord plug and tightened the ground wire to resolve the issue.